Event description:
It was reported that the patient had the inflatable penile prosthesis removed due to fluid loss from a slight break in the tubing near the pump. A new inflatable penile prosthesis consisting of 21 cm x 12 cm cylinders, pump, and reservoir were implanted.